Event description:
It was reported that the plunger in the bd posiflush¿ ns filled syringe wouldn't move.

Manufacturer narrative:
Investigation summary: one sample belonging to lot number 8192991 was received for evaluation by our quality engineer. Through visual and functional inspection of the returned sample, it was determined that the plunger movement was defective. DHR review shows that during the production process of lot number 8192991, there was one documented non-conformance that could have contributed to this defect. During production, a damaged silicone canister was found within the silicone station, which resulted in an insufficient supply of silicone to the syringe barrels. Product associated with this non-conformance was held for inspection and all affected material should have been discarded. It is possible that a misdetection in defective product caused this incident, as the samples were not properly discarded. The damaged silicone canister has since been replaced. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger in the bd posiflush¿ ns filled syringe wouldn't move.